Event description:
Meter is occasionally providing "lo" readings. Normal low range is 90-130. The meter is reading 21, 32, 369, 49, 25, 64 and "lo". Customer has used all but two of the first batch of strips. Customer received low readings with about 7 out of 50 strips (estimate). The low readings have going on for quite awhile and the customer was just ignoring the readings until now.